Event description:
It was reported that there was loss of atrial capture. The threshold was increased and was high. The output was increased to provide capture. The lead remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6945 lead, implanted 2001-(B)(6). (B)(4).